Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. No unexpected numbers scrolling or frozen display noted during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, stained end cap sticker, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a bolus attempt and cannot clear the alarm. Customer also indicated that the buttons are scrolling. Customer does not recall any significant events leading to the error. Customer's blood glucose was 147 mg/dl at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.